Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 1.1 failed, which located on medsurg1. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie drawer had failed. A field service engineer (fse) reseated all connections, inspected wiring, tested the cubies in hardware test application (hta), and reseated the ribbon cable. The system was subsequently tested by the customer with no issues observed, and service was completed. The system functioned as intended after field service engineer repaired the device.